Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure (batch no. A34124) inserted for female sterilisation. Other product or product use issues identified: device use issue "scout film demonstrates single left essure device and two right essure devices". The patient's medical history included uterine bleeding, ovarian mass and ovarian germ cell teratoma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: (as per mr) (B)(6) 2015 - minilaparotomy and left salpingo oophorectomy (B)(6) 2017- removal of remainders of essure coils bilaterally . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral essure devices in satisfactory occlusion scout film demonstrates single left essure device and two right essure devices. Lot number: a34124, manufacturing date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure (batch no. A34124) inserted for female sterilisation. Other product or product use issues identified: device use issue "scout film demonstrates single left essure device and two right essure devices". The patient's medical history included uterine bleeding, ovarian mass and ovarian germ cell teratoma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: (as per mr) (B)(6) 2015 minilaparotomy and left salpingo oophorectomy. (B)(6) 2017 removal of remainders of essure coils bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: bilateral essure devices in satisfactory occlusion scout film demonstrates single left essure device and two right essure devices. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Lot number was added. Reporter information and medical history was added. Lab data and date of removal was added. New event added- scout film demonstrates single left essure device and two right essure devices. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Case became serious incident. Event injury was updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.